Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed from the threads on the cap of the dialysate. The threads on the caps clotted and the leaking discontinued. The pt's estimated blood loss (ebl) was less than 100cc. The machine did not alarm. The test strips were used twice to test the dialysate and the results were negative. The pt had no adverse effects and no medical intervention was required. The pt was able to complete treatment. The sample is available for the manufacturer's evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.